Manufacturer narrative:
This generator will not be returned for evaluation. The customer found that this issue was with the footswitch and has placed an order for a new one. The complaint is logged for trending purposes.

Event description:
It was reported that while using the pks superpule generator, the customer experienced error code 400 12 for a stuck footpedal. The handpiece fired by itself. The customer concluded that the issue was with the footswitch and ordered a replacement.